Event description:
Battery fail. Broken power connector on the back of pump. Sent to baxter for repair.

Event description:
Battery fail. Broken power connector on the back of pump. Sent to baxter for repair.